Manufacturer narrative:
According to the facility, "a male patient in his 40s presented with a breakdown of the upper lip, including an open wound with active bleeding. The device had been in place on the patient for approximately 2-3 days". The facility reported the location of the breakdown was on the upper lip. The facility declined to comment further. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "a male patient in his 40s presented with a breakdown of the upper lip, including an open wound with active bleeding."